Event description:
The customer reported that there is zipper damage to the large side panel that the teeth do not align. The reporter did not know when this was discovered, but did state that there was no patient/caregiver incident or injury.

Manufacturer narrative:
(B)(4) - zipper damage, teeth do not align. Eval results - eval of the returned product shows that on the panel side b window the zipper slider body is open. (B)(4)